Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09-may-2018 with the following findings: a review of the black box showed no sudden drops in temperature. The pump was run for 24 hours with no reboots, power losses, or overheating. The pump electrical current draws were within specifications. The pump was opened to find no evidence of moisture was found in the battery compartment or internally. The power flex and components were inspected with no defects. No damage was found to the power circuit. The complaint of overheating or power losses were unable to be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.